Event description:
Patient with heartmate ii left ventricular assist device presented with elevated lhd and plasma hemoglobin and dark cola-like urine secondary to presumed pump thrombosis. Patient underwent removal and replacement of heartmate ii left ventricular assist device and tolerated the procedure well. Patient was restarted on prior home coumadin regimen and discharged home after approximately a week in the hospital.